Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing thresholds post implant. A chest x-ray was performed and no major dislodgement was revealed, it was stated that there might have been microdislodgement. The patient is pacer dependent therefore, the patient underwent a revision procedure. The physician did not end up moving the lead as they could not retract the helix. The lead did move a bit with gentle traction and then helix then moved in about half of the way; the helix was then able to be re-extended. The thresholds at the end of the case were 1.9 volts at 0.5 milliseconds and was programmed to 4 volts at 0.5 milliseconds for awhile. No adverse patient effects were reported.